Event description:
Concomitant device reported: unknown pedicle screws (part# unknown; lot# unknown; quantity: unknown). Unknown torque limiting instrument (part# unknown; lot# unknown; quantity: 1). Unknown rods (part# unknown; lot# unknown; quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mni, nkb, mnh, and kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Initial reporter address line 1: orthotics therapy & dietetics dept ground floor oxford road. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2021, during pediatric deformity case it was noticed that the poly head screw on t4 (patients left) made a cracking noise during final tightening and would not fully tighten. The nut and sleeve were changed but the poly head screw would not tighten. The ring around the poly head was inspected, and there were no visible cracks. The poly head screw was used, and the case was successfully completed. This report involves one (1) ti polyaxial head for uss polyaxial. This is report 1 of 1 for (B)(4).